Manufacturer narrative:
Evaluation summary: the surgical technique states "place the provisional on the distal implant. Place the stem inserter in the inserter feature located on the proximal lateral aspect of the provisional neck and tap onto the stem." No information was provided on how the trial body was seated on the stem after this recommendation was given. It is unknown if the trial body sustained any damage during improper use. It is unknown if this body was used with the second and/or third stems that were implanted or if more than one trial body was employed. It is possible the instrument(s) may have been impacted onto the implant stems aggressively, leading to the mechanical forces applied with the extraction screw being less than the force required to separate the proximal provisional body from the stem taper. Given the information provided, a definitive cause for the experience of the trial bodies not disengaging from the stem cannot be determined with certainty. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the surgeon experienced difficulty removing the provisional instruments from the implanted femoral stem. A new stem was opened and implanted with the same results. A third stem was successfully implanted. A thirty-minute delay in surgery was incurred.